Event description:
Additional information received from the initial reporter confirmed the procedure was therapeutic. Intended procedure was completed with a similar device. Inspection before use was performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 and d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the event was not reproduced, it is possible that the event is caused by moisture adhering to the imaging unit or printed circuit board due to water invasion. As for the cause of water leakage (air leak) in the curved section, it is only an assumption based on the confirmed results, but it is considered that the bending section was damaged due to external stresses such as hitting the trocar. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; due to damage on forceps elevator lever(surgical part), bending section cannot be fixed firmly; the number of broken wire in bending tube blade exceeds the standard value; video connector case is deformed; video connector has a scratch; and light guide-cover glass is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, the image does not come out well. The issue occurred during the preparation for use. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the images do not appear well (blackout and image noise). This report is being submitted to capture the reportable malfunction found during evaluation.